Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A 510k number cannot be provided since the product code is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report leaking transfer set which occurred on home choice (hc) during use during fill 2 of 4. The home patient (hp) needed to end therapy because her transfer site was leaking fluid. Fill volume = 1481 ml. The baxter technical representative (tsr) had the hp cycle power on the hc to end therapy. The tsr advised the hp to contact the nurse right away. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the leaking transfer set. The rn confirmed the transfer set was leaking. The rn would only say that the issue was resolved and that everything was fine now. The rn refused to provide further details. The call was ended.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.